Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a diagnostic visceral angiogram procedure with a 6f sheath. Reportedly, the marker lumen of the device was successfully pre-flushed with saline prior to use. Upon advancing the device into the vessel, no mark [blood flow] was observed through the marker lumen even after confirming proper access to the vessel through fluoroscopy. After multiple attempts to achieve marker lumen patency on the device, a new proglide device was successfully used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis a conclusive cause for the reported marker lumen blockage could not be determined. Factors that contribute to marker lumen obstruction of flow include, but not limited to, under insertion, clogged marker port / lumen, improper insertion angle. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.